Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The device was returned for analysis. After decontamination, visual inspection was performed and found burn marks and swelling on the ICD can. The parylene coating was found to be bubbling and body fluid stains were observed in the header. The battery depletion was found to be premature, consistent with li cluster formation.